Event description:
It was reported that the 9800 system would not boot up. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the cpu and hard drive. Components were replaced and system tested for performance. System functioned as intended and returned to service.